Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) in china informed cook that a ultrathane mac-loc locking loop multipurpose drainage catheter leaked from the hub during a procedure. The catheter was placed, and the user observed leakage. The catheter was removed and another similar device was placed to complete the procedure successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one used ultrathane mac-loc locking loop multipurpose drainage catheter. Visual inspection showed the lever in the unlocked position and biological matter throughout. There is no visible damage. The device was leak tested with water and a syringe, and there is no leakage. During the leak test the tubing was manipulated to find the leak, but there was none. There is 1 adapter thread showing on the proximal fitting. The distance measurement between the cap and the hub is within specification. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) that is supplied and packaged with the device was reviewed for relevant information for the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) was reviewed for the reported lot. The lot had one failure related nonconformances for "flare folded over opening." The nonconforming device was scrapped prior to further processing. A complaint database search was conducted on the lot. No additional complaints on the lot were found. There is no evidence of nonconforming material in house or in the field. Cook was unable to duplicate the failure during device evaluation, and confirmed that the device was manufactured to current specifications. Based on the information provided, visual inspection of the returned product, and results of the investigation, it was concluded the cause for this event is component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) old female patient required the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a liver drainage procedure. After placement, leaking was found at hub of the drainage catheter. The device was removed and another similar device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.